Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage electronic assembly. Unable to verify auto off alarm, unresponsive button and time anomaly due to blank display.

Event description:
The customer reported that the insulin pump had a constant tone and when she removed the battery the screen display stays on. The blood glucose reading was 147mg/dl. The customer stated after changing the battery the tone came back right away, but the time clock on the device was not advancing and the buttons were unresponsive. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.